Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder (lot: 10188413) was selected for implant to treat the left atrial appendage (laa). A mitraclip and triclip procedure were also performed in conjunction with the amulet to treat grade 3-4 functional mitral regurgitation (mr) and grade 4 functional tricuspid regurgitation (tr). The occluder (lot: 10188413) was chosen for implant first. The patient's landing zone was measured under the following views: 17mm at 0 degrees, 16mm at 45 degrees, 17.7mm at 90 degrees, and 18mm at 135 degrees. The patient's left atrial pressure was above 12 mmhg. Transesophageal echocardiogram (tee) and fluoroscopy were used during the procedure. A tension test was performed. The occluder (lot: 10188413) had a tire-shaped compression. Close criteria was met and the occluder (lot: 10188413) was implanted. One mitraclip was successfully implanted. The final mr grade was 1-2. While placing the triclip xtw (lot: 50129r1019), it was noted that the left atrial pressure increased, causing the occluder (lot: 10188413) to move. The triclip (lot: 50129r1019) was implanted. Two additional triclip xtw were implanted. The left atrial pressure returned to baseline. The final tr grade was 2. The occluder (lot: 10188413) was snared and removed from the patient. The patient status was stable.

Manufacturer narrative:
An event of device migration was reported. Reportedly, a mitraclip and triclip procedure were also performed in conjunction with the amulet to treat grade 3-4 functional mitral regurgitation and grade 4 functional tricuspid regurgitation; while placing the triclip, the left atrial pressure increased, causing the occluder to migrate. The device was not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported device migration appears to be related to operational context. The reported unexpected medical intervention is a result of case-specific circumstance as occluder was snared and removed from the patient. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.